Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6 component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and leaflet motion restricted-in patient were unable to be confirmed due to the unavailability of relevant imagery and/or medical reports. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post-dilation was performed with a 23mm edwards balloon catheter. Simultaneous pressure measurement after post-dilation showed that the pressure gradient had improved, the procedure was completed. A final aortography (aog) revealed signs of severe aortic regurgitation (ar). Re-evaluation with transesophageal echocardiogram showed that the valve leaflet corresponding to the right coronary cusp (rcc) was not functioning.'' In this case, the central regurgitation and leaflet motion restricted were reported after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which may impair proper leaflet motion, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our field clinical specialist, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, a final aortography revealed signs of severe aortic regurgitation. Re-evaluation with a transesophageal echocardiogram showed that the valve leaflet corresponding to the right coronary cusp was not functioning, so a valve-in-valve was performed. A chimney stent was placed at the same time as the second thv was placed. No coronary artery occlusion was observed, and the second thv was functioning normally, so the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected b.7. Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation conducted in response to imagery that was received. Sections b.4, g.3, g.6, and h.2 have been updated. A correction was made to h.6: investigation findings. An addition was made to h.6: type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided through the article and reviewed, and central regurgitation was observed. The complaint for central regurgitation was confirmed based on the provided imagery; however, the complaint for leaflet motion restricted in patient was unable to be confirmed due to the unavailability of relevant imagery and/or medical report. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post-dilation was performed with a 23mm edwards balloon catheter. Simultaneous pressure measurement after post-dilation showed that the pressure gradient had improved, the procedure was completed. A final aortography (aog) revealed signs of severe aortic regurgitation (ar). Re-evaluation with a transesophageal echocardiogram (tee) showed that the valve leaflet corresponding to the right coronary cusp (rcc) was not functioning.'' In this case, the central regurgitation and leaflet motion restricted were reported after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which may impair proper leaflet motion, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.